Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site complaint history review was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) and it had 6 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the tenaculum forceps had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who noted that no further information was available regarding the reported event.

Manufacturer narrative:
Additional log review was performed and the following information was revealed. The tenaculum forceps instrument involved in this complaint was last used on 15-dec-2020 with system sk2497 based on the logs. This date is prior to the reported event date of (B)(6) 2021 which was provided by the customer. It is unknown if the incorrect event date was provided, or if the product issue was identified on (B)(6) 2021, prior to the instrument being installed on the system and therefore not appearing in the logs. Additionally, logs showed that the instrument involved in this complaint was used in the same procedure as the instrument reported under patient identifier (B)(6).

Event description:
Refer to h10/h11 for follow-up information.